Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The prograsp forceps instrument was analyzed and found to have a frayed grip cable at both the proximal clevis hole and the grip hub, but the cable was not fully broken. The frayed cable strands stuck out at the wrist. There were no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the frayed cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable fraying. The complaint was confirmed by failure analysis. The instrument was also found to have hairline cracks on grip input disk #7. Other backend components adjacent to the cracked inputs did not show damage.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the prograsp forceps (pf) cable was damaged. There was no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the cable was broken. The instrument did not collide with any other instrument or tool during the procedure. No fragment fell inside the patient¿s anatomy. A post-operative test x-ray was performed to check for remaining fragments. The procedure was completed robotically with the same da vinci system and with a backup instrument. The procedure was not delayed.